Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the treatment of an 6.5cm abdominal aortic aneurysm. It was reported that a type ii endoleak was identified in the talent stent graft system on CT performed approximately 4 years post the index procedure. An endurant ii illac extension was implanted to treat the endoleak. The target location for the endurant ii iliac extension was the iliac bifurcation. It was reported that upon full deployment of the graft that the graft was deployed above the renal arteries. The physician performed an angiogram which showed patent flow to the celiac axis, sms and renal arteries. The physician decided to implant two more stents distal to the stent graft that deployed above the renals to occlude the endoleak and the event is reported as being resolved. The physician reported the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the cause of the reported endoleak and inaccurate delivery of the endurant during intervention could not be determined from the limited films provided. The anatomy at implant is unknown and earlier post-implant films were not provided. In addition, complete CT¿s showing the recently reported endoleak and current patient anatomy, and films during the intervention were not also not available for review. If information is provided in the future, a supplemental report will be issued.